Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event ¿ ni, expiration date ¿ ni, date implanted ¿ ni, manufacture date ¿ ni. This product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k140891. This report is number 2 of 2 mdrs filed for the same patient (reference 9610576-2017-00008 / 00009).

Event description:
Patient has alleged an allergy to the cannulated trauma screws implanted during a foot osteotomy.